Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. The insulin pump was received with corroded motor home switch. Unit received with cracked case (battery tube) and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 130 mg/dl. Troubleshooting for critical pump error was performed. Customer advised they were wearing the device in a 5-foot-deep pool. Customer received the critical pump error alarm after the moisture damage. Customer advised they removed the battery on the insulin pump however the device did not shut off. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.